Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that their doctor (hcp) removed the ins about 6 months after the ins was implanted since the ins wasn't doing anything for them. Pt said that the ins was causing serious health issues for them with their stomach and legs. Pt said that they didn't remember exactly what date the ins was removed. Pt said that either hcp or someone was supposed to call to notify mdt of the ins removal. Pt asked about external equipment donation/disposal. Agent reviewed. Pt asked about having the device wiped. Agent reviewed and connected pt to hcit.